Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported that the catheter ruptured at approximately 2cm from the distal tip during onyx injection. The procedure was stopped and the catheter was removed from the patient. Same event as MDR# 2029214-2011-00161.